Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7105081/7105074.

Event description:
It was reported that the patient experience inadequate pain relief. It was noted also the patient experience discomfort around the battery site. The patient underwent an explant procedure where all devices were removed.